Event description:
New information received notes that the lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, d10, h1, h3, h6, h10. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported event of lead noise was confirmed. External insulation abrasion exposing the outer coil was noted at 12.6-12.8 cm from the connector pin consistent with lead friction to the device can. The cause of the reported event was due to the insulation abrasion found on the lead.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise oversensing and auto mode switches (ams) were observed on the atrial lead. The noise was reproduced with isometric testing. Programming change was made. Atrial lead revision was mentioned. The patient was stable.